Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The lid will pop off the hinges when they lift it up, or when they sit on it.